Event description:
It was reported that, prior to patient use, the tube cuff failed to completely deflate. There was no reported patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)..

Manufacturer narrative:
(B)(4). An endobroncheal tube was received for investigation. Visual inspection found no anomalies. Inflation and deflation tests were performed and no incomplete deflation of the cuff was confirmed. The customer reported malfunction was not verified on the returned sample.